Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device was last serviced in apr-2025. The customer reported issue was confirmed through the events log history and occlusion test. The root cause of the issue was a defective downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all tests after the repairs.